Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to steer the lead during the patient's initial implant. As a result, the procedure was abandoned.